Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision was observed. The reported imprecision occurred when navigating down the thoracic vertebrae while in a c2-t2 fusion. The imprecision was observed beginning at the t1 vertebrae. The surgeon reported that the reference frame was rigidly affixed to the cervical area of the spine and that the imprecision was 1 centimeter. There was a reported delay to the procedure of five minutes due to this issue. There was no impact on patient outcome. No additional information was provided.